Event description:
It was reported that the subject device had noise on the image only for this scope. The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise is generated in the image due to a board failure inside the scope connector. Based on the results of the investigation, the most probable cause of foreign objects in the nozzle was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.